Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 57-year-old patient was implanted with a biozorb marker following a recurrent left breast cancer. The implantation date on a medical report from (B)(6) 2017 was approximated as being 1 year prior to the medical report. In (B)(6) 2017 the patient presented with redness and erythema at the surgical site. After several visits it was determined the biozorb marker was eroding through the skin. Part of it was removed in the office; the remaining part was removed in the operating room under sedation and local anesthesia on (B)(6) 2017. The wound from biozorb removal was left partially opened and packed initially. The medical report from (B)(6) 2017 indicates that the patient returned at the date of the report because the wound has not completely healed and continues to be moist and drain. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.